Event description:
During introduction of the anesthesia, the user set the device for spontaneous ventilation mode for the patient. The user attempted to switch to manual mode; however, the scio gas analyzer sample line laid between theapl valve upper body and the seat (base), preventing manual ventilation. The condition was not immediately recognized. No patient injury.